Manufacturer narrative:
(B)(4). A service history review revealed that the device has been serviced four times prior to this event. The device has not been previously sent into service for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of " channel b failure" was not confirmed by baxter personnel during product evaluation. The root cause was not identified. No repairs were made to correct the reported problem, as this is a stay-in device. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a channel b failure; this condition had the potential to interrupt delivery. This condition was found in the general pt ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.